Manufacturer narrative:
(B)(4). The titanium adapter reported in the initial emdr, is not manufactured by baxter. The third party manufacturer is unknown. No further information is available on this. The reported problem of the connection issue against the concomitant product- transfer set is addressed in report number 1423500-2011-11890.

Manufacturer narrative:
(B)(4). It was determined that baxter has reporting responsibly of this product. The sample was not returned to baxter and a lot number was unknown, precluding further investigation. As a result, the reported issue was not confirmed and a cause could not be determined.

Event description:
A customer contacted baxter to report that the patient connector could not be connected to the titanium adapter. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.